Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd micro-fine ultra¿ insulin pen needle was found with a labeling error as "the shelf box of 5mm needles contained 4 8mm needles". There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: three photos of a 31g x 5mm pen needle carton were returned from lot. No. 7326749, cat. No. 325107. Visual examination of the returned photos was carried out and it was observed that four 31g x 8mm pen needles from lot. No. 7052761 were mixed in with pen needles from lot. No. 7326749. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: lot. No. 7326749 was manufactured between 25th to 28th january 2018 and lot. No. 7052761 was manufactured between 28th to 30th march 2017, therefore this is not manufacturing related.